Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. An occlusion error was displayed when the catheter was tested on the cool point pump and no fluid exited the catheter distal tip. Further investigation determined a foreign material was occluding the luer hub, consistent with the detected error message and reported event. Analysis of the foreign material determined the material was consistent with propylene glycol and phthalates, which are not used in the manufacturing process. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. I is unknown how or when the propylene glycol and phthalates were introduced to the luer hub.

Event description:
This report is to advise of foreign material noted in the catheter.